Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner and a scratched display window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, which had been exposed to moisture. She was advised to discontinue use of the pump and revert to a back-up plan. Customer's blood glucose level was 141 mg/dl. Nothing further was reported.